Event description:
The customer reported a popping noise during x-ray followed by no image displayed. This could cause the system to become unusable due to the inability to view the live image. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The x-ray tube was replaced and the generator was calibrated during the service call. The system was tested and found to be working as intended and put back into service.